Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204 (belt/monitor unusable). As received, the belt receptacle was pulled from the monitor case and was pulled from the j1001 connector on the computer / analog (ca) board. The root cause for the damaged connector was excessive force. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.